Manufacturer narrative:
Correction - please refer to h6 device code. The reported event could not be confirmed since the affected device was not returned and no evidence was provided for evaluation. The batch record could not be reviewed because the affected device was not returned, and the lot number communicated was incorrect. No corrective actions are required at this time. Indications of material, manufacturing, or design related problems were unable to be identified as the lot number was not communicated. A review of the labeling did not indicate any abnormalities. More information as well as the affected device must be available in order to confirm and determine the exact root cause of the issue. If any additional information is provided, the investigation will be reassessed.

Event description:
As reported: "fixos screw driver broke. All debris removed."

Manufacturer narrative:
The device will not be returned. When additional information becomes available, it will be provided in a supplemental report.

Event description:
As reported: "fixos screw driver broke. All debris removed."